Event description:
Additional information received from reporter (B)(6) 2017 for report mw5072308: (B)(4); I just submitted my symptoms and forgot to mention that I also began to lose my hair back in (B)(6) 2016, unexplainably. It would come out in clumps, in the shower, when I brushed it, so I would just ball it up in a bun and didn't do my hair for weeks. It stopped after about 2-3 months.

Event description:
#Medwatcher #app(B)(4). These symptoms have been ongoing since about (B)(6) 2017, possibly earlier this year. I've been experiencing severe joint pain in my hips, shoulders and elbows. I have been having excessive bleeding episodes and passing huge blood clots, bleeding 2-almost 3 weeks at a time. Extreme bloating, ankle swelling, unexplainable weight gain, cramping, pain and abdomen sensitivity, like a soreness. I am constantly tired and lethargic, extreme fatigue. Muscle weakness and pain, spasms on my back, shoulders and legs, leg pain. It continuous and seems to be getting worse.

Event description:
#Medwatcher #app(B)(4). These symptoms have been ongoing since about (B)(6) 2017, possibly earlier this year. I've been experiencing severe joint pain in my hips, shoulders and elbows. I have been having excessive bleeding episodes and passing huge blood clots, bleeding 2-almost 3 weeks at a time. Extreme bloating, ankle swelling, unexplainable weight gain, cramping, pain and abdomen sensitivity, like a soreness. I am constantly tired and lethargic, extreme fatigue. Muscle weakness and pain, spasms on my back, shoulders and legs, leg pain. It continuous and seems to be getting worse.